Event description:
Allegedly the impactor broke at the impact site during surgery.

Manufacturer narrative:
Trends will be evaluated. Additional information will be requested. This report will be amended when the investigation is completed.